Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to find a small leak coming from hi pressure regulator. The fse replaced the regulator, hi pressure,helium, and further troubleshooting found that the helium tank had a vertical play and bent. The fse replaced helium drawer as a precaution and performed passing leak checks and full functional check out. The iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) has a helium leak. There was no patient involvement, and no adverse event reported.